Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading low mg/dl, however, the patient was asymptomatic. No bg meter comparison value was reported. The patient called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 160 mg/dl while the cgm was reading low mg/dl. Ems treated the patient with an unspecified IV and transported her to the emergency room (ER). At the emergency room, the patient¿s bg meter reading was taken, however, the specific value could not be recalled. It was determined the cgm was ¿faulty¿ by the emergency room staff. No medication or treatment was provided to the patient at the emergency room. The patient was discharged after approximately 6 hours. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems came, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.